Manufacturer narrative:
Confirmation of implant date (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by (B)(6). During the procedure one endeavor sprint was implanted into the mid rca. Approximately 20 months post index procedure, the patient suffered cerebral hemorrhage and passed away on the same day. Vascular death was reported. The investigator assessed this event as related to the index device and remotely related to anti-platelet medication.